Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged the deck of the bed is broken at the weld. The frame bent causing the welding to break.